Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data files. After review of the instrument data, the gps specialist discovered discrepancies in the level sensing for that sample. The inconsistent level sensing was isolated to this sample, as other samples tested within the same time frame did not have issues with sample level sensing. The cause of the imprecise hcg, ue3, and afp results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A patient sample was tested for human chorionic gonadotropin (hcg), alpha fetoprotein (afp), and unconjugated estriol (ue3) on an immulite 2000 instrument. Upon repeat testing, different results were produced for hcg, afp, and ue3. It is unknown which results are discordant or if any results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the imprecise hcg, afp, and ue3 results on one patient sample.